Event description:
It was reported that this right ventricular (rv) lead was explanted for an unknown reason approximately seven weeks post implant. Another rv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to describe event or problem for more information regarding the specific circumstances of this event.